Manufacturer narrative:
The device was returned to olympus for evaluation and repair. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, there was a break in the forceps wire, the insertion part had wrinkles, the tip cover was cracked, the adhesive part of the lighting lens was peeled off, the forceps stopper was scraped, the suction cylinder was peeled off. The play of the angle knob is out of the normal state due to the extension of the angle wire. There were also scratches on the insertion part of the serpentine, operation part, switch box, operation part cover, up / down knob, up / down angle fixing lever, right/left knob, grip, scope connector side of the universal code, and right/left angle fixing knob. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera duodenovideoscope wire was cut. Upon inspection and testing of the returned device, a crack on the plastic distal end cover was found. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of a cracked plastic distal end cover found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to mechanical impact or load (stress) by hitting or dropping, or combination of large stress when the distal end c cover was attached. Olympus will continue to monitor field performance for this device.